Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: this issue is not deemed to be a reportable event. Subsequent clinical risk assessment and performance test of the devices revealed that although the increased operating sound level seems unusual, there is no risk for patient, user and third party. (Company statement hamilton-c1/t1/mr1 increased noise from oxygen mixer / bonaduz, february 23, 2021). Within this investigation it has been confirmed that the device did not fail to meet its specifications. No further investigation or correction will be performed except those mentioned above. (This case is the follow-up of cer_(B)(4)_MDR_3001421318-2023-00703. When trying to submit the follow-up under the same file name + "_1" webtrader recognized the file as a duplicate. Therefore, the follow-up had to be submitted under a new file name.).

Event description:
Oxygen supply failed (with sw version 2.1.7 or higher).